Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site and subsequently was treated with topical antibiotics (date and duration not reported). The implanted device remains.